Manufacturer narrative:
Device investigation narrative - two 72202468 fast-fix 360 curved needle delivery system devices returned. Both devices are used. The complaints each listed ¿simultaneous deployment¿. (B)(4) device was returned without t1, t2 or suture. (B)(4) device had t1, t2 and suture returned. T1 had been freed from the needle. Both devices are quite disfigured. The needles have been manipulated; bent and twisted, now resembling flat/straight configured delivery needle devices. Straight configured delivery needle systems are available for purchase. Device #1 actuator is now non-functional due to the damage. It no longer cycles or advances. Device #2 cycled and actuated despite the damage. T2 was deployed. IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Both device conditions indicate difficulty with reaching the desired surgical location. No root cause related to the manufacture of the device can be established. No further investigation is warranted. (B)(4).

Event description:
It was reported that both anchors deployed at the same time. All anchors and suture were removed from the patient. A backup device was available to complete the procedure without delay or patient impact.

Event description:
It was reported that both anchors deployed at the same time. No patient injuries were reported.